Manufacturer narrative:
The issues w/the PICC's occurred immediately after placement while the interventional physician was flushing. Once the leak was identified, new PICC was placed. There was no harm to the patient. However, the patient has to have an additional procedure. A revised per form was rec'd on (B)(4) 2015. Evaluation is in process. A follow up report will be issued when the investigation has been completed and the returned device is evaluated.

Event description:
Leak occurred w/the blue lumen on both lines. The leaking was noticed after placement when the dr was flushing the line w/saline and heparin. The identical scenario occurred w/the other PICC that was placed in the cath lab. Both lines were placed by the same interventional radiologist. In both incidences when the leak occurred the lines were removed and a new line was placed.

Manufacturer narrative:
No discrepancies were found in the device history record for the complaint lot number. The issues with the PICC's occurred immediately after placement while the interventional physician was flushing. Once the leak was identified, new PICC was placed. There was no harm to the patient. However, the patient has to have an additional procedure. Only one of the two catheters described was returned for evaluation. Under magnification, the luer attached to the blue lumen exhibited two cracks from which the leak appeared to originate from. There are no other similar complaints for this part number in the last year. The probable cause of the cracks in the leur, and therefore the leakage, was probably related to the handling of the device in the user environment. During manufacturing, 100 percent of catheters are inspected for damage, including damage to individual components.